Event description:
Bronchoscopy was done looking for aspergillus. Md reported that pt had pseudomonas. Pt questions whether the device gave them pseudomonas infection. Pt was treated with antibiotics for 2 weeks.